Manufacturer narrative:
The device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the patient¿s bulky/severe native annulus calcification and severe native leaflets calcification were likely contributing factors for the balloon burst. The distal balloon piece having an ¿umbrella¿ shape likely caused the withdrawal difficulty of the balloon/balloon material. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during implant of a 23mm sapien xt valve in the aortic position by transapical approach, the delivery system balloon burst at the end of valve deployment. The final valve position was acceptable. The balloon had completely split around the ¿waist¿, but no pieces were missing. The distal balloon piece had an ¿umbrella¿ shape and could not be drawn into the sheath. It was pulled through the ventricular incision, which made closure more challenging. The patient was stable when leaving the cath lab. As per medical opinion, the balloon probably burst due to a sharp piece of calcium. The patient¿s annulus measured 21mm by tee. The native annulus had bulky/severe calcification, the native leaflets had severe calcification, and the aortic root had mild calcification. One less ml of inflation volume (16ml) was used to deploy the valve and bav was performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.